Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0k32y, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that in (B)(6) 2020 the patient was seen by the nurse practitioner who ran a routine impedance check on the device. The impedance check was run at 210 pw and at 1.0 ma, 1.5 ma and 2.0 ma. All the impedances showed 4000 and they were unable to get them to clear. At this time, they ran a battery check where the programmer said that the ins was reading ¿low¿ battery life. From there the nurse practitioner signed the patient up for surgery for a battery replacement and lead revision due to the future potential for MRI¿s. During the surgery the physician used a torque wrench to detach the lead from the ins. They then identified the former lead insertion site where they made a small incision to retrieve the lead to be removed. The physician then gently pulled the lead from the pocket site to the incision made for the lead insertion site. Before the physician could attempt to remove the lead from the sacrum, the internal component of the lead wire came out of the external lead sheath into his hand. From there they proceeded to retrieve the clear outer coating of the lead, dissect down and was able to fully remove the remainder of the lead from the sacrum. No further interventions were needed.

Event description:
Additional information was received from a health care professional (hcp) via a manufacturer representative (rep). In response to the inquiry for if the cause of the high impedance had been determined the rep replied ¿no,¿ the cause had not been determined but it was suspected to be due to the lead issue found during explant. In response to what most likely caused or contributed to the issue the rep replied that it was unknown what might have cause or lead to this issue. The rep stated that the patient had not reported to the nurse practitioner that they had any falls, accidents, ect since having their implant placed. In response to the inquiry of if the cause of the internal component of the lead wire coming out of the sheath had been determined, the rep replied ¿no,¿ that the cause had not been determined. The rep reported that such little pressure had been put on the lead that they couldn¿t figure out why the internal wire would have come out other than an issue that had stemmed sometime after implant. The rep stated that the cause or contributing factors for this issue were unknown. The rep noted that this information had been confirmed with the health care professional (hcp). No further complications were reported at this time.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0k32y implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va0k32y, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. H6: codes 10, 3252, and 4315 refers to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.